Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization device for investigation. The device contained signs of use in the form of biological material. Visual examination of the returned catheter revealed the catheter body was separated about half way down. Microscopic examination of the separated end revealed jagged edges, indicating the catheter came in contact with the needle bevel. The damage appeared to have occurred from one side of the catheter body. The extrusion of the returned catheter measured to be 1.06 in which suggests 1.44-1.69" of the extrusion was left in the vessel. The returned introducer needle was able to be advanced through the returned catheter with minimal resistance. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this kit describes techniques for insertion of the catheter. The IFU cautions to not reinsert needle into catheter to minimize risk of catheter damage. The IFU also warns that care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter. (Con't) other remarks: the reported complaint that the catheter body separated was confirmed by complaint investigation. The catheter body extrusion was separated about halfway down. The point of separation was jagged and appeared to have come from one side, suggesting contacts with sharps such as the needle bevel. The catheter passed all relevant functional tests. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the customer report and the condition of the sample returned, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges the tip of the catheter broke off in the patient.

Manufacturer narrative:
(B)(4). Additional information received from the sales. Rep. Indicates: due to the clinical condition of the patient it was deemed that this patient was not a surgical candidate to remove the broken tip. It is reported that there was no harm to the patient from the broken tip. The arterial line was not placed.

Event description:
The customer alleges the tip of the catheter broke off in the patient.